Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was 172 mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap appears normal. The customer did not press the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump alarmed during the displacement test due to motor high current draw; unable to perform the full functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to a33 alarm. No cosmetic damage noted during physical inspection.